Event description:
The unit continues to drift upwards white monitoring the pt's pressure even after rezeroing numerous times. No pt injury or treatment associated with this event.

Manufacturer narrative:
The customer indicated that no samples would be returned for evaluation. Since there was no product returned or a lot number available no further investigation could be performed. Since the lot number was unk, the device history record could not be reviewed. Medex is unalbe to confirm or determine the cause of this incident without benefit of returned product.